Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the bottom jaw did not close all the way for the physician to get it down the scope. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the bottom jaw did not close all the way for the physician to get it down the scope. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the clevis would detach from the coil upon handle actuation. Although the clevis would separate from the coil, it did not detach completely from the device as it was held in place by the pull wires. Functionally, the returned unit was unable to close the jaws since the clevis was detached at the distal section. The device riveting was found to be within specifications; however, the device crimping was not, which allowed the clevis to separate from the coil. The condition of the returned incident device was consistent with the complaint; jaws won't close. Furthermore, it was found the device clevis would detach from the coil upon handle actuation. The most probable root cause for this is manufacturing since the clevis detached from coil. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Manufacturer narrative:
(B)(4) (won't close).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)